Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective stimulation with the system. Imaging confirmed the l5 lead had migrated and s1 lead was not in a therapeutic location. Patient underwent surgical intervention on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.